Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29jul2019. The customer replaced the air/oxygen flow sensor resolved the problem and the ventilator was returned to use. The part was returned to the manufacturer for investigation: the root cause failure determined to be a combination of faults of the ui & u2 airflow sensors. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the air flow accuracy was failing. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.